Event description:
It was reported that the bone scan showed loosening of the prosthesis. Surgeon recommended revision with possible resection if there was an infection.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.